Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated he stood up to go to the restroom and then went down as if passing out. Paramedics were called and took a bg reading; the patient does not recall the exact value but stated was between 150-200 mg/dl. He could not recall the cgm reading but stated it was 50 units mg/dl off from the bg. He was given glucose paste on his tongue and a peanut butter sandwich and a banana. It is unknown if the bg was taken prior to treatment or after. He didn't go to the hospital. At the time of the report he was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.